Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to elevated levels of cobalt and chromium. Intra- operatively, corrosion was noted inside the acetabular shell. The patient's mdm/ adm liner construct was revised to a polyethylene liner. Rep confirmed that there were no allegations against the revised poly insert.